Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of corneal asymmetry and decreased vision of the left eye, observed at four years post lasik treatment. Patient noted left eye distance vision was decreased. Upon follow up, the reporter indicated the patient was referred to an ophthalmologist for further evaluation as a possible corneal ectasia suspect.